Event description:
It was reported the pt was experiencing heat at the ipg pocket site after using the stimulation for a period of time. It was reported the pt would turn the stimulation off to let the area cool down. It was also reported the issue was not related to charging the ipg.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.